Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The elective replacement indicator alert was cleared successfully. The device remained implanted. No patient symptoms were reported.